Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient attended the clinic on (B)(6) 2025 for a routine pump refill. Upon initial interrogation, an alert regarding pump stall and recovery was indica ted. A critical pump alarm regarding motor stall occurred on (B)(6) 2024at 08:34 followed by pump motor stall recovery the same day at 08:39. It was indicated that the patient was unaware of this as there were no symptoms and they had not heard any alarms. The patient was at home and was not exposed to magnetic resonance imaging (MRI) at the moment the motor stall occurred or anything else.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.